Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia sac, preperitoneal fat, mesh shrinkage, adhesions, and swelling. Treatment for these conditions included surgical lysis of adhesions, surgical removal of the mesh, and removal of omentum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: weight(weight in lbs), event, other relevant history, explant date, date received by MFR, evaluation codes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic ventral hernia. It was reported that after implant, the patient experienced large amount of omental adhesions to mesh, some shrinkage of mesh, anterior abdominal wall hardness from previous repair, hernia sac and preperitoneal fat, swelling. Post-operative patient treatment included revision surgery, exploratory laparoscopy with lysis of adhesions, omentum removal and removal of ventral hernia contents.